Event description:
Doctor reported that implant mount got stuck to implant and could not be disengaged. Procedure was completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1 patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. D4: lot number unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bnst485, (3i t3 with dcd non-platform switched tapered implant 4 x 8.5mm) and one (1) sgiim4s (navigator certain implant mount 4.1mm(d) short) for evaluation. A visual evaluation was performed, signs of use was identified. The mounts screw was not returned. The mount wasn't completely seated on the implant. The mount wouldn¿t disengage from the implant. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the sgiim4s dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was a stripped hex of implant mount screw. Therefore, based on the available information, a device malfunction did occur. The mount was stuck to the implant and could not be removed. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.